Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification and no tortuosity. The 3.5x38 mm xience skypoint stent delivery system (sds) was attempted to be advanced but it became stuck in a non-abbott guide catheter extension and the stent was noted to be flared. Another xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification and no tortuosity. The 3.5x38 mm xience skypoint stent delivery system (sds) was attempted to be advanced but it became stuck in a non-abbott guide catheter extension and the stent was noted to be flared. Another xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to filing the initial report, it was confirmed there was resistance during removal of the xience skypoint. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.